Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) tachy therapy was programmed off and the patient received a life vest. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned and is being analyzed. A supplemental report will be filed upon completion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) tachy therapy was programmed off and the patient received a life vest. The device remains implanted. No additional adverse patient effects were reported. Additional information confirms this device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned and is being analyzed. A supplemental report will be filed upon completion. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) tachy therapy was programmed off and the patient received a life vest. The device remains implanted. No additional adverse patient effects were reported. Additional information confirms this device was explanted and returned. No additional adverse patient effects were reported.